Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: - this is all the information I was given from the surgeon - she¿s had 2 operations in (B)(6) and a lap hernia repair prior to me putting a small piece of ultro-pro in last year it was well incorporated when I looked last. Chronic symptoms and no cause seen. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Onset date/time of the pain from surgery? Please provide the date of reoperation and surgical findings. Was the device removed? Other relevant patient history/concomitant medications lot number for the mesh umn3? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Is the suture ethicon product? If yes : -please provide a product code and lot number for the suture? - does the surgeon believe there was any alleged deficiency with the ethicon suture?

Manufacturer narrative:
(B)(4). Patient codes: 1994, 3189- surgical intervention. Device codes: 2993. It was reported by the patient that they underwent an unknown procedure on an unknown date. The patient reported they were having pain from suture. Following the procedure, the patient had surgery to partially remove suture. Additional information has been requested. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Patient questions if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date. The patient reported they were having pain from suture. Following the procedure, the patient had surgery to partially remove suture. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report 2210968-2019-78973. Please see medwatch report 2210968-2019-78973 for all information regarding this event.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Adverse event related to mesh reported via mw # 2210968-2019-78797.

Event description:
It was reported by the patient that they underwent an unknown procedure on an unknown date. Following the procedure, the patient had surgery to partially remove mesh and suture. The patient reported they were having pain from mesh and suture. Additional information has been requested.